Event description:
It was reported that during a vats lobectomy procedure, the customer claimed that it is a new device. While they were using the device, it seems that the power was not fully generated. The functions like cutting and coagulating would not perform well. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 05/29/2009. Evaluation summary: the device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. This could have resulted in an error code or solid tone.